Event description:
It was reported that the pump screen was dark and would not turn on, and the battery was not charging despite using a known working charging cable and wall adapter. Blood glucose levels did not exceed 500 mg/dl, indicating there was no adverse impact to the customer¿s blood glucose level. Reportedly, customer reverted to manual injections for insulin therapy.